Manufacturer narrative:
The service provider provided the investigation report on 09/22/2021. The actual device was tested. The pump failed the occlusion test. The reported issue was confirmed. The peristaltic motor was replaced. The pump was repaired and tested to meet full specification.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00042).

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 08/25/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and stated that pump (B)(4) failed the occlusion test multiple times during their testing. The device operator was a biomed technician. No medication was being infused. There was no patient involved.